Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm called in stating the dealer reported they went to pickup the bed and they found the head spring had a broken weld.